Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. Visual examination found no defects. The simulated treatment was performed and completed without any failures or problems. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's daughter reported that there was fluid inside of the cassette area upon removing the cassette after treatment. The patient¿s daughter confirmed that the patient would complete dialysis treatment through manual exchanges pending the receipt of a replacement cycler. Additional information received from the patient's pd nurse confirmed that the patient had not experienced an adverse event and the patient's effluent remained clear and no medical intervention was required. The set was retained is to be made available for evaluation.

Manufacturer narrative:
Unique identifier (UDI): (B)(4) - a supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's daughter reported that there was fluid inside of the cassette area upon removing the cassette after treatment. The patient's daughter confirmed that the patient would complete dialysis treatment through manual exchanges pending the receipt of a replacement cycler. Additional information received from the patient's pd nurse confirmed that the patient had not experienced an adverse event and the patient's effluent remained clear and no medical intervention was required. The set was retained is to be made available for evaluation.